Manufacturer narrative:
Upon further review this complaint was reassessed and confirmed that, this event does not meet criteria for reporting as a reportable malfunction as the patient interface left sensor does not function, in addition, there was a malfunction that occurred intermittently and does not go to the green or normal state it remained in an orange state in the patient unknown eye during surgery and there was no patient harm. No further regulatory reports required. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that the surgeon was facing tags and adhesion in almost all cases at different locations in the patient's unknown eye during surgery. There are multiple related reports for this facility. This report addresses the unknown patient with an unknown eye, and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).